Event description:
Literature was reviewed regarding outcomes of bone morphogenetic protein-2 in mature adults: posterolateral non¿instrument-assisted lumbar decompression and fusion the following medtronic devices were used: recombinant human bone morphogenetic protein-2 (rh-bmp-2). This study was a retrospective analysis that comprehensively examined spinal fusion, functional outcomes, and pain relief in an aging population where a bone morphogenetic protein (bmp) was utilized. Between august 2003 and june 2004, 55 patients underwent surgical treatment for lumbar degenerative disease. The procedures included multilevel lumbar laminectomies with medial facetectomies and posterolateral fusion, utilizing rhbmp-2 as the active agent. Forty-seven patients were available for follow-up and participated in the study. Preoperative symptoms were debilitating back pain, radicular symptoms and neurogenic claudication. One patient passed away from unrelated causes during the follow-up period. Of the 47 patients, 38 (80%) achieved significant fusion, while 2 experienced minimal disability, but had no fusion. Seven patients reported lower than moderate disability by the study's conclusion. Complications arose in 5 patients (9%), necessitating additional surgeries: 2 cases of epidural hematomas, 1 case of thecal sac compression due to bmp-soaked collagen sponge migration, 1 case of deep wound infection, and 1 case of radicular nerve impingement. Among these, one patient with an epidural hematoma and another with a deep wound infection requiring washout and debridement were part of the group that developed pseudoarthrosis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3 : please note that this date is based off of the date of acceptance of article as the event dates were not provided in the published article. D4: model, catalogue no, lot are unknown. D 6a: implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Article references - d. Kojo hamilton, sean m. Jones-quaidoo, charles sansur, christopher I. Shaffrey, rod oskouian, john a. Jane sr "outcomes of bone morphogenetic protein-2 in mature adults: posterolateral non¿instrument-assisted lumbar decompression and fusion", surgical neurology, 69 (2008) 457¿462, doi:10.1016/j.surneu.2007.09.008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.